Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was not returned for evaluation. A review of the device history record could not be performed as the lot number is unknown. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. This complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is a revision case report. The 8 mm screw and iliac connector from the right side were removed due to protrusion which resulted in penetration of the skin of the patient and infection. The primary surgery was done in (B)(6) 2019. The patient has lost 20 kg of body weight in the last 5 months and is a heavy smoker. The protrusion of the screw was not evident at the time of the surgery. The products involved had to be left in the hospital for sterilization (code 1997-21-8xx and 1997-21-000) and might be returned for analysis if the hospital allows . I will have that information on monday, 30th september. Code 1797-98-100 will not be returned as it will be used for analysis of the infection (sonification). This complaint involve three (3) devices.